Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept receiving no delivery alarms. They changed the infusion set twice but the issue continued. The customer¿s blood glucose level during the incident was 400 mg/dl. They treated with the insulin pump. Troubleshooting was performed and insulin exited without incident. The device will not be returned for analysis.